Event description:
The pt stated, that she was in the process of priming her infusion device and she removed her filled insulin cartridge from the cartridge compartment. She stated, that the plunger of the insulin cartridge became stuck on the piston rod of the infusion device and insulin spilled into the cartridge compartment. The pt was instructed on how to clean the insulin out of the cartridge compartment. The pt was assisted with inserting a new insulin cartridge and priming her infusion tubing. No physiological effects were reported. Further attempts to contact the pt for follow up were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.